Event description:
Per complaint (B)(4), during laboratory procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and report device evaluation results. Updated catalog # and unique identifier (UDI) #. Updated follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/ expiration dates previously submitted do not apply. Lot number information is unknown. PMA/510(k) number updated. Information was not available. When information becomes available, a supplemental report will be filed. (B)(4).